Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached and was removed from the pt. The procedure was discontinued when the aneurysm reportedly thrombosed. The pt being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was discarded at the hospital.